Manufacturer narrative:
Removing implanted date of (B)(6) 2003; the implanted date is unknown. Correcting lot # from 24962 to unk. Device received for this event is being corrected from fixture microthread 4.5st- 13mm catalog # 24353 to osseospeed 5.0 s - 11 mm catalog # 24652. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.